Manufacturer narrative:
(B)(4).

Event description:
Actuator spindle chipped and damaging lock pins when back is raised.

Event description:
Actuator spindle chipped and damaging lock pins when back is raised.